Manufacturer narrative:
Due to charcater limit in the e1 section, the full event site telephone number is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by getinge field service engineer that he has seen a report about intra aortic balloon pump iabp reported by (B)(6) hospital to the national medical device adverse event monitoring information system on june 11-2025. Then the getinge fse has contacted the engineer of (B)(6) hospital and it was reported that the nurse found that the ECG cable of the iabp was damaged and unusable while preparing for the patient's cardiac intervention surgery. The nurse immediately contacted the hospital engineer and the hospital engineer replaced the ECG cable, but the ECG cable was not the original maquet. The iabp was used without any problems and the patient was not injured.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review it was determined that the reported event is ECG cable ,alfunction and the ECG cable does not belong to the getinge. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.